Event description:
It was reported that the lead integrity alert (lia) triggered an audible alert, and the right ventricular (rv) lead exhibited oversensing and noise. Additionally, the atrial lead exhibited high thresholds. An x-ray indicated that both leads were kinked near the coil. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut, and exhibited cosmetic environmental stress cracking, as well as a cosmetic depression. The lead exhibited apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, and the outer insulation exhibited a cosmetic depression. The inner tubing was kinked/buckled, and the outer tubing exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.